Event description:
It was reported that the asymptomatic patient presented to the emergency room with his pacemaker exhibiting premature battery depletion. The device was explanted and replace successfully. The patient was reported to be in stable condition.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. The implant duration did not meet the projected longevity based on nominal settings. The device was tested on the bench and no anomalies were found. The cause of the premature battery depletion could not be conclusively determined.

Event description:
New information received stated that the patient presented to the emergency room on feb. 19th, 2019.